Manufacturer narrative:
B4:21jul2021. A philips service engineer (se) was dispatched to the customer site, and it was determined that the touchscreen needed to be replaced to return the device to working condition. The se replaced the touchscreen to resolve the reported issue. The device passed performance verification testing.

Manufacturer narrative:
B4: (B)(6) 2021. The removed touchscreen was returned to the failure investigation (fi) lab. The fi technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue. During the unit testing, the touchscreen assembly was installed in the fi test ventilator and the ul_lr and ur_ll resistance were found to be out of specification. Fault was found on this returned touchscreen and the customer complaint was confirmed.

Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Event description:
It was reported to philips that the device's display was not functioning. The device was not in clinical use at the time of the event. There was no report of patient or user harm.